Event description:
It was reported during a gastrojejunostomy, the surgeon was anastomosing stomach and jejunum using the tct55. He fired the device a total of five times without difficulty. He completed the case, 8 to 10 hrs postop the pt was returned to or. The surgeon discovered an arterial pumper at the far end of the staple line, equivalent to where the fourth firing occurred. The staple line was oversewn and 4 units of prbc's was given. The pt is currently doing well and further intervention is unknown. 1/28/98 dr had performed a gastrojejunostomy in a pt with pancreatic carcinoma as palliated procedure. There was some oozing at the time the stapler was fired but it did not appear to be significant. The post operative period the pt lost four units of packed red cells and required exploration with over sewing of the anastomosis. Dr believes that possibly the staples were not tight enough to achieve adequate hemostasis. The instrument was fired before and after this firing and on all other firings it appeared to function normally. There is no materials for co to examine.